Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system shut down unexpectedly when connected to wall power. The medtronic representative (rep) reported both carts powered down, no error messages were displayed. Patient presence was unknown.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735788, lot number: unknown; product ID: 9735771, lot number: unknown; product ID: 9735787, lot number: unknown; product ID: 9735773, lot number: unknown. H6: multiple annex g codes were reported. G02002 corresponds to concomitant products battery 9735773 48v s8 svc and battery 9735771 24v s8 svc that comprises the reported event.  G02027 corresponds to the concomitant products ups 9735787 main cart s8 svc and ups 9735788 camera cart s8 svc that comprises the reported event. H3, h6: no products were received by the manufacturer for analysis.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced and multiple uninterruptible power supply (ups) and batteries were replaced. Codes b01, c02, and d02 apply. Product 9735787, lot no s19510024, was returned and analyzed. There was no failure found. Codes b01, c19, and d14 apply. Product 9735771, lot no 1950, was returned and analyzed. There was no failure found. Codes b01, c19, and d14 apply. Product 9735788, lot no 19350575, was returned and analyzed. There was no failure found. Codes b01, c19, and d14 apply. Product 9735773, lot no 1940, was returned and analyzed. There was no failure found. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that there was no patient involvement.